Event description:
Healthcare professional reported "capsule wider than the implant with lateral migration of the implant to the armpit. Prepectoral plane". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.